Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). The 3.0mm x 15mm apex balloon catheter was advanced into the patient. Inflation was performed twice, first at 8atms, and second at 10atms. During the third inflation, the apex balloon ruptured at 14atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). The 3.0mm x 15mm apex balloon catheter was advanced into the patient. Inflation was performed twice, first at 8atms, and second at 10atms. During the third inflation, the apex balloon ruptured at 14atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. During attempts to inflate the balloon a pinhole leak was identified in the balloon material. The leak was located at 5mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and of the markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).